Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. The device was discarded during the explant procedure. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. The device was found to have entered safety mode due to a memory soc double-bit error. The device was then explanted and replaced successfully. There were no additional adverse patient effects reported.